Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a yeast infection under the patient's right breast from the lifevest. The patient's doctor provided a cream for the patient. During a follow up, the patient reported that the irritation was improving with use of the prescribed cream.